Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparotomy total gastrectomy (r-y) the ventral esophagus was successfully deployed the suture and staples; however, the dorsal esophagus had no staples and the cartridge for the dorsal esophagus fell into the cavity. The cartridge was retrieved. The incomplete staple line was stitched by hand and the anvil was inserted. No injury to the patient.

Manufacturer narrative:
(B)(4). The device was returned on 07/06/2016.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the cartridges noted the instrument was fully applied. The instrument was received with pushers fully advanced; the cartridges were seated properly after firing. Therefore, no enhancements or improvements were generated for the reported condition. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.